Event description:
A (B)(6) year-old lady who sustained a t8 compression fracture last year that was treated conservatively. She has had persistent pain since then. Imaging revealed abnormal signal and deformity within the anterior t8 vertebral body. T8 vertebra was localized with fluoroscopy. Single shot views revealed a lytic lesion with a sclerotic margin in the anterior aspect of the vertebral body. The entry points for the bilateral pedicles were marked with a skin marker, and small stab incisions were created at the marked sites. The t8 vertebral body was then accessed via the left pedicle utilizing a 15g depuy system trocar with the trocar tip placed into the left anterior aspect of the body. Needle tip positioned was verified with multiple fluoroscopic views. A spine biopsy was attempted through the trocar but sufficient tissue could not be obtained. Therefore, a second 10g trocar was placed through the right pedicle in and directed towards the posterior sclerotic edge of the lesion in the vertebral body. A 11g biopsy needle was then inserted through the right trocar, and a core biopsy was obtained. After the end of the procedure, this material was sent for pathologic analysis and was hand-delivered to the surgical pathology department. After this a mixture containing pmma bone cement was prepared and instilled into the vertebral body, first through the left trocar and then through the right trocar. Approximately 4cc of cement was injected into each trocar and good filling of the lesion was obtained, from pedicle to pedicle centrally. There was no filling of the anterior-most aspect of the body. After the procedure, the left needle was withdrawn. When attempting to withdraw the right needle, it was found to be densely anchored to the vertebra, and the needle handle became dislodged. The right incision was then extended to allow better access to the needle with a vice instrument. The vice was then used to slowly pull the needle from the vertebra, and the needle was withdrawn. The left incision was then closed using 3-0 prolene sutures. The entry sites were cleansed. The patient remained in the prone position until the cement had polymerized. The final views revealed a retained trocar in the right pedicle and the vertebral body. No evidence of cement leakage into the anterior vertebral body, disc spaces or into the spinal canal was seen. Amputated at the dorsal edge of the pedicle. FDA safety report ID# (B)(4).